Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance (greater than 125 ohms). A technical service consultant reviewed data from home monitor equipment, advising the physician to increase shock impedance out of range to 150 ohms. Ts recommended doing an therapeutic shock delivery, to verify shock impedance. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported.